Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during the surgery, while opening the implants (the inner box) I found out that it was empty and there were no implant with in. The doctor completed the surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) packaging was returned for investigation. Visual inspection of the as returned product identified that the outer box is scuffed and the inner vial cap is already opened. The implant is not indicated to have been used in a patient. Device history record (DHR) review was completed for the subject lot number 1227816. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. All inspected packaging was noted to contain all components and subcomponents on the bill of materials. Complaint history review was performed for the reported lot number (1227816) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.